Event description:
Customer reported 4 cases of diffuse lamellar keratitis (dlk) who were treated on (B)(6) 2013. Patient had stage 1 dlk on the right eye and trace dlk on the left eye. No loss of best corrected visual acuity.

Manufacturer narrative:
The type of reportable event is a serious injury not a death.

Manufacturer narrative:
On (B)(4) 2013, amo''s field service engineer was onsite to perform preventative maintenance (pm). Pm was completed and system meets amo specifications. Amo''s clinical development manager (cdm) conducted an investigation on the possible cause of the dlk. Cdm determined that the possible causes were: new disposable canula. Statim 2000 autoclave. Tiles stored at ac unit. Only one technician supporting surgeries and sterilizing instruments. Usual eye drops/medications used during surgery: besivance, durezol, bromday, celluvisc, proparacaine. Also, zymaxid and mitomycin for photorefractive keratectomy (prk).

Manufacturer narrative:
Patient was prescribed with a medrol dose pack and durezol. Dlk resolved in the left eye as of (B)(6) 2013 and in the right eye as of (B)(6) 2013. Placeholder.